Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the right middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra sheath and a guidewire. During the procedure, while removing the 5f select from the benchmark, the physician experienced resistance. After removing the 5f select with the guidewire, the physician noticed blood leaking near the hub of the benchmark. Therefore, the benchmark was removed and was not used for the remainder of the procedure. It was reported that the technologist believed that the benchmark was kinked while removing the benchmark from its packaging at the same location where the blood was leaking. It was also reported that the resistance while removing the 5f select was due to the kink in the benchmark. The procedure was completed using a new benchmark, a new 5f select and the same sheath. There was no report of an adverse effect to the patient.